Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no broken cables visible at the instrument wrist and no material missing or detached from the portion of the device that enters the patient¿s body. There were no issues related to non-intuitive or uncontrolled motion. The instrument did not have recognition issues.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.